Event description:
Patient with orthodontic ceramic brackets ate a date with a walnut in it. When she bit down, the lower left 2nd bicuspid bracket broke away from the tooth, taking enamel with it. The enamel damage was down to dentin, and the patient was referred to a dentist, who restored the tooth using a resin composite. The orthodontist banded the affected tooth so that orthodontic treatment could continue.

Manufacturer narrative:
General precautions given by orthodontists to patients include avoidance of eating any hard or sticky foods. The patient ate a date with a walnut in it, and the bracket breaking off the tooth as a known possible consequence. In addition, the device instructions for use to the orthodontist (the user) state "instruct patients not to chew or bite on hard substances such as hard candy, ice, carrots, etc. Careful and thorough patient instruction is a key to avoiding appliance or enamel damage." This occurrence is MDR reportable due to our internal procedure for any enamel damage down to dentin.